Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a frozen screen. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
No frozen screen was noted. The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump also had a broken vibrator motor wire. The pump had a broken reservoir tube lip, minor scratches on the lcd window and a missing end cap sticker.